Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number in the incident are unknown. DHR review was unable to be performed as the part number of the device involved in the event is unknown. Complaint history review could not be performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported during a knee arthroplasty the tibial poly trial fractured while in use. All pieces were retrieved from the sterile field. There was no patient injury and no delay in procedure. Additional information on the reported event is unavailable.